Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: catheter, ubd: 24-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at an unknown dose via an implantable pump. It was reported the catheter was not aspirating, therefore, it was explanted and replaced. Part of the catheter remained in the patient's body because it was fractured, and the other portion was removed and discarded by the hcp. Replacement occurred on (B)(6) 2020. There were no environmental/external/patient factors provided which may have caused or contributed to the issue. The issue was resolved at the time of the report. No further complications were reported or anticipated.